Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) model 3058, serial # (B)(4), showed no significant anomalies and passed functional testing. It was noted that the device was subjected to a series of standard tests that included but not limited to visual inspection, output, telemetry testing, and functional testing. Analysis of lead model 3889-28, lot # va1r8ap showed the outer insulation was twisted, broken, and separated at the butt joint. The lead was subjected to a series of standard tests that included but not limited to visual inspection and electrical testing. Also, it was noted that all of the conductors were broken/overstressed 3.5 cm from the proximal end of the lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va1r8ap, implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 11-may-2022, UDI#: (B)(4). (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient never experienced therapeutic effect. The patient stated that they got the trial to work for them but with the permanent implant, they had ¿been peeing all along¿. The patient went back to work on july 9 and they started to pee more (15 times a day). Because the therapy was not working for them, they turned up the stimulation until they couldn't stand it (painful). With the stimulation too high, it was hurting the patient in the crotch and they could barely walk. Turning the stimulation down resolved the issue. The patient noted that the manufacturer¿s representative did not teach them how to change the program. With assistance and using the programmer, it was determined the stimulation was on and was felt in the correct area bike seat area. The patient changed from program 3 to program 4 and increased the stimulation until they felt it in the correct bike seat area. The patient was redirected to their healthcare professional (hcp) and had an appointment with them on wednesday. Follow up information received from the patient reported that they notified their healthcare professional (hcp) of the issue on (B)(6) 2018. They also reported that no cause of the not having therapeutic effect was determined. They stated that ¿out of the 4 modes, 2 did not work and the other¿s barely¿. As a step taken to resolve the issue, the patient was reprogrammed. They reported that the issue was not resolved. Additional information was received by a manufacture representative (rep) via a healthcare provider (hcp) on (B)(6) 2018. Hcp said the lead was severed from the ins due to twisting in the pocket; the lead was broken. The patient had no relief of symptoms, felt movement of the battery, and also felt jolting pain from the stimulation of the ins before turning the device off. The environmental/external/patient factors that may have led or contributed to the issue was the hcp felt the pocket site was possibly too big and that it gave opportunity for the battery to twist in the pocket site. The diagnostics/troubleshooting performed included the patient trying all programs, but didn't have relief. X-ray showed the lead moved away from the anterior edge of the sacrum; only two electrodes were past the anterior edge of the sacrum.. The patient turned their device off to relief the jolting due to the broken lead. The rep added therapy was never really the same as their test. The patient noticed the ins started to give them jolts and stimulation felt like pain following a few months after implant. During the replacement surgery, the hcp found the lead and battery were completely separated at the edge of the ins and the lead was twisted into a curly position inside the pocket. The lead and ins were explanted; the hcp decided to create a new pocket due to the size of the previous one. The issue was resolved at the time of the report. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.